Event description:
An administrator reported that during an implant procedure, a toric intraocular (iol) lens was removed and replaced due to the capsule not holding shape, loose zonules and the lens was not centered on a particular axis. Additional information was received from the nurse who reported the lens was repositioned at an unk date and then the lens was exchanged due to being dislocated. The event resolved.

Manufacturer narrative:
Eval summary: the product was not returned for analysis. Results from the product history record review indicated the product met release criteria. The product investigation could not identify a root cause. There have been no other complaints reported in the lot number. Attempts have been made to obtain additional information. A completed questionnaire was received on (B)(4) 2013. (B)(4).